Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in site name : (B)(6).

Event description:
It was reported that during a check by customer, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated unit for the reported malfunction. The fse replaced the power supply after determining that it was defective. The fse checked all functions. The unit was working properly.

Event description:
N/a